Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed lesion was located in the moderately tortuous left superficial femoral artery. A 3mm x 20mm x 144cm sterling es pta balloon dilatation catheter was selected and on the first inflation at 12 atms a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)